Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein the ipg was replaced with a MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein the ipg was replaced with a MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b3 and h10. Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.